Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. This was the second attempt to place the peg tube after an unsuccessful first attempt on an unknown date. During the procedure, it was discovered that the blue part of the wire was not attached. The physician chose not to use the trocar, and at the time of the wire insertion, the blue piece fell through the stoma. The blue piece was removed endoscopically with the endoscope. Then, a trocar from the abbvie peg kit was used to try to rediscover the stoma channel that had been created on the prior unsuccessful peg tube placement. An endoscope light was not used to check the path. The trocar was never observed through the endoscope at the level of the stomach. It had been suggested to the gastroenterologist several times to perform the procedure from the beginning. At some point, the abdomen became dilated, and the air previously inserted was vacuumed. A new attempt was made with a trocar 14, having been introduced several times without being visualized through the endoscope. The abdomen was again dilated. And the patient became polypneic and hypertensive. A computed tomography (CT) scan was performed, which showed a large pneumoperitoneum. The patient was hospitalized and remained without the peg-j tubing. It was reported that the patient was stable and was to be transferred to another hospital. Attempts to gather additional information and clarification on the blue part of the wire that fell off and clarification on the use of the trocar during the procedure were unsuccessful.

Event description:
On 14-may-2022, clarification was received regarding the reported events. The nurse clarified that the blue piece that fell in the stoma was the piece that is normally attached to the thread and introducer device. The nurse also reported that the patient was no longer hospitalized, that the patient had no treatments to resolve the pneumoperitoneum, and that there were no complications associated with the pneumoperitoneum.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.